Event description:
The pt had reported that their meter was reading inaccurately low and that they were treated at the hospital due to this issue. Medical affairs specialist called the pt on the 3rd day and spoke with their spouse, who provided additional information. Spouse stated that for a week pt had been experiencing high blood glucose symptoms, but their meter kept giving them "normal readings in the 120s-140s". Pt felt that it would be best to go to the hospital to check out their blood glucose since pt was still experiencing the high symptoms (severe headache, frequent urination and thirst) and was wondering if pt needed extra insulin since pt was on a sliding scale. Their spouse was not aware of their exact dosage and type of insulin, but spouse knew that pt was on a sliding scale. Pt tested on their meter prior to leaving for the hospital and received a result of 140 mg/dl on their meter. Based on that result and per sliding scale, pt did not have to take any extra insulin. Their spouse drove them to the ER, where the ER meter result was in the "300s" less than 20 minutes later. Since pt had brought their meter with them to the hospital, pt performed a test on their own meter at the same time with a result of 120 mg/dl. Pt was given insulin for treatment and kept for observation for 8 hours. Pt did not have any control solution or check strip to check out the meter and strips. Their spouse mentioned that pt had never performed a control solution test. During troubleshooting, it was verified that their test strips were in good condition and within expiration date and their testing technique was correct. Pt was also cleaning the meter per the owner's manual. Pt received a new meter the next day after reporting the subject meter. The new meter "works just fine and has been giving results closer to how pt feels." This case is reported as an adverse event since meter readings did not reflect the symptoms the pt was experiencing and it delayed treatment.